Event description:
It was reported that the wire became kinked. The target lesion was located in the moderately tortuous and moderately calcified proximal left anterior descending artery. A 330cm rotawire was selected and advanced; however, during the procedure, the wire was unable to cross the target lesion. Upon removal, the rota floppy wire was noted to be kinked at the distal part. The procedure was completed with a different device. No patient complications were reported and patient's status is stable. However, device analysis revealed a spring tip detachment.

Manufacturer narrative:
Age at time of event: above 18 years old. Device evaluated by MFR: complaint device was returned for analysis. It was observed the spring tip detached at 295.5 cm approx. From the proximal end and the body kinked at 146.6m approx. From the proximal end. All the outer diameter measurements are within the specifications. The returned device was sent for external analysis. The (B)(4) lab returned the following results: both wire samples presented evidence of corrosion at several areas, including the separation sites indicated. Cause of failure was not possible to determined due to corrosion at separation sites the manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).